Event description:
On (B)(6) 2011 baxa technical support was notified by a customer of the following issue: on (B)(6) 2011 the customer created labels for two patients and noticed the order for pat 2 was identical to the order for pat 1. The label for pat 2 contained the correct patient information but it did not contain the correct order for tpn delivery. The error occurred while utilizing the "repeat selected" button in the abacus software. The health professional caught the error prior to compounding the bag with the incorrect order and there was no patient harm as a result of this report. A review of prior complaints has shown no other reports of this issue from any other customers at this time; however, we will continue to monitor this issue for corrective action if necessary.